Event description:
The manufacturer received information alleging ventilation inoperative condition had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center when the issue was found on the device. During the evaluation it was noted that the blower had locked up causing the ventilation inop to occur on the device. In conclusion, the device's blower needs replaced to address the issue. The device will be scrapped; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the firmware needs updating, which was unrelated to the reportable issue.